Manufacturer narrative:
Follow-up #1 date of submission 12/29/2014-device evaluation: the pump has been returned and evaluated by product analysis on 12/09/2014 with the following findings: a review of the black box indicated ¿pump not primed¿ warnings had occurred. A rewind, load, and prime sequence was performed successfully with no alarms occurring. The pump was exercised for 24 hours with no loss of primes occurring. There was no damage found to the force sensor circuit. The complaint could not be duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump emitted frequent loss of prime warnings. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).